Event description:
Customer reportedly obtained results of 218mg/dl from one vial of strips and 97mg/dl from a different vial of strips. Comparison was performed on the same device within 2 minutes. No action was taken based on device results. No adverse event reported and no treatment received. Customer reported seeing loose desiccant in the strip vial. No quality controls were used. Customer contacted manufacturer by letter regarding this complaint. MFR has tried to contact customer at least 6 times at this point and customer is unable to be reached to advise manufacturer needs suspect vial returned.